Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the cable was twisted and that the unit failed uplink tests as well as that the label's back coating was damaged. The cable and the label were replaced. Concomitant: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not turn on and would not update. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.